Manufacturer narrative:
Initial reporter occupation: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a gunther tulip inferior vena cava (ivc) filter approximately in 2016, and the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: organ/vena cava perforation, stenosis, tilt, anxiety. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: organ/vena cava perforation, stenosis, tilt, anxiety. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported anxiety are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot number are unknown. The alleged tulip is manufactured and inspected according to specification. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2016. Patient is alleging tilt, organ and vena cava perforation. Patient alleges anxiety. Per x-ray lumbar spine, "redemonstration of an infrarenal ivc filter." Per computed tomography report, "an ivc filter is present at the l2-3 level." Per computed tomography report, "and inferior vena cava filter is in place the ivc filter is tilted slightly to the left, and the filter apex potentially contacts the left lateral wall of the ivc. The proximal tip of ivc filter is located less than 1 cm distal to the junction of the right and left renal veins with the ivc. The right anterior filter strut perforates the ivc wall, with approximately 8mm of strut extending beyond ivc wall, perforated portion of strut in close proximity to gonadal vessels and loop of small bowel. The right posterior filter strut perforates the ivc wall, with approximately 9 mm of extending beyond ivc wall, perforated portion of strut in close proximity to gonadal vessels. The left posterior filter strut perforates the ivc wall, with approximately 8mm of strut extending beyond ivc wall, the perforated portion of the strut appears to contact the right posterior margin of the l3 vertebral body where a localized bone erosion is seen. Left anterior filter strut perforation is equivocal. The ivc filter struts do not appear fractured or substantially bent. The intrahepatic and inferior intrahepatic portion of the inferior vena cava appears diffusely narrow in caliber, becoming greater in caliber near the junction with the hepatic veins. This could potentially represent ivc stenosis. Here are mildly prominent vessels within the superficial anterior abdominal wall."